Manufacturer narrative:
The autopulse platform in complaint was returned to zoll 01/29/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that during morning shift check the autopulse platform (s/n (B)(4)) displayed a "system error" when powered on. The customer tried changing the battery and lifeband to trouble shoot the error message with no success. There was no patient involved with this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damage was observed on the platform. A review of the platform archive was performed and user advisory (ua) 136 (internal parameter corrupted) was observed on (B)(4) 2015 and not on the reported date of occurrence on (B)(6) 2016. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the printed circuit assembly (pca) processor board needed to be replaced to remedy the system error fault. After the processor board was replaced, the device passed functional testing. In summary the customer's reported complaint that the autopulse platform displayed system error was confirmed during functional testing. The root cause was determined to be a defective pca processor board. After the processor board replaced, the platform passed all final functional testing criteria.